Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 354 mg/dl and 107 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported products have been returned and an investigation has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. The reported reading of 107 mg/dl and a similar reading of 358 mg/dl were found in the meter¿s memory log, however the readings were not taken within 10 minutes of one another.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 354 mg/dl and 107 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the ''c'' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.